Event description:
It was reported the patient received the following results within 15 minutes: 125 mg/dl with the guide meter and 40 mg/dl with the professional's meter. The customer¿s caregiver called the emt¿s. The customer was taken to the emergency room and was sent home after treatment on the same day. The customer was admitted for hypoglycemia. Glucose and glucagon were given to the patient. It is not known what glucose readings were tested in the hospital.